Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Phenomenon (1): based on the information obtained from the investigation results, root cause and occurrence cause of could not be identified. The event can be prevented by following the instructions for use which state: warning, non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that there were no error messages observed because of the failure. The intended diagnostic procedure was colonoscopy. The procedure was completed with the same device without any delay. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
This report is being submitted for additional information received from the customer and device evaluation findings. Please see updates to b5, d8, d9, d10, e2, e3, g2, h3, h6, h6 and h10. The device was returned to olympus and evaluated; and customer allegation was of ¿defective image quality, the deeper into the colon the image gets darker¿ was not confirmed. The device functioned properly according to the technical guide. Image was displayed without noise nor distortion. There were no air leaks from the scope connector. The unit had a non-olympus lamp which can contribute to dim images. The device had minor cosmetic damage. The unit had defective video socket connector socket locking spring which handles the connector door.the device was also evaluated with 180 and 190 model scopes and passed the functional inspection. The light source was tested along with the customer¿s video processor and the unit passed the function test. As per the customer the issue was not scope specific and happened on all colonoscopes. They were currently using the same scopes with no issues on a different processor and light source. The customer has been recommended to change their third-party lamp on the light source. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the evis exera iii xenon light source was dark and was not bright enough. The malfunction was found during an unknown procedure. There were no reports of patient harm associated with the event.